Event description:
Patient experienced pain and swelling in associated with a suspected infection. The patient was hospitalized, their lead was removed and they were prescribed antibiotics and pain medication.

Manufacturer narrative:
A review of the device history record was performed and no anomalies were found. The complaint reports that the patient had their lead removed prior to the planned end of treatment date due to infection. The patient experienced swelling and pain in association with the suspected infection and was hospitalized in response to the suspected infection, though no additional information regarding the length of hospitalization was available at the time of investigation. The patient was prescribed antibiotics and pain medication. Note that there was no report of a culture or other diagnostic testing performed to confirm the presence of infection. The issue reportedly resolved with the exception of some remaining pain, per an update provided by a representative in contact with the patient. Given that the patient's leads were both removed, no lasting adverse effects are anticipated. It is not suspected that the sprint product was faulty or had any specific deficiency based on the information available in this report.